Event description:
On (B)(6) 2013, it was reported that this vns patient was referred for an unknown surgery for an unknown reason. Clinic notes dated (B)(6) 2013 stated that the patient had been having more frequency seizures and that the patient¿s neurologist had recently discovered that the patient needed vns battery replacement. Clinic notes dated (B)(6) 2013 indicated that the patient¿s device was interrogated and the end of service flag was positive. A system diagnostic was performed and verified the need for battery replacement and noted that the impedance was higher than expected. Follow-up with the physician showed that the high impedance was seen. X-rays were taken and requested but have not been received. Review of history from the physician¿s handheld device showed a system diagnostic showing high impedance. The date on the handheld was incorrect; therefore, the date of this was unknown. The patient was seen in december for interrogation; however, the generator could not be communicated with due to the generator being at end of service. Surgery is likely but has not taken place.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death.